Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that charging takes longer with their second ins, the charge doesn't last long, and they are charging all the time. It was noted the patient has an appointment on (B)(6) 2017 with their healthcare professional. No further complications were reported.